Event description:
The information provided to sjm indicated a 23mm trifecta valve was explanted on (B)(6) 2013 due to sudden acute aortic insufficiency and pulmonary edema without fever or infection. A tear was found on one cusp opposite of the right coronary leaflet, at the junction of the right and left coronary cusps. There was not sign of endocarditis. It was exchanged for a new valve. A 23mm microflow sorin valve was implanted instead.

Manufacturer narrative:
A final medwatch will be submitted at the conclusion of our investigation.